Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. Seven devices were received for evaluation. One device was not available to stryker for evaluation. Seven events were duplicated during testing. Three devices were found to be affected by corrosion. Four devices were found to be affected by compromised lubrication. This device is not repairable and was not returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. Seven events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.